Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd smartsite vial access device had flow issues. The following information was received by the initial reporter with the following verbatim. Event in verbatim: *pc only* patient reports 1 winrevair vial, lot y015266, expiration 2026/11/24, does not allow medication diluent to go into vial, feels resistance. Pt tried bd. 1ml syringe, was able to push air into vial. Patient also able to push slightly on diluent syringe plunger when not connected to vial, did not feel resistance, only. Having issues when diluent syringe connected to vial adapter and vial. Replacement sent. No further details provided.